Event description:
Instrumentation failed to fire during surgical procedure. During a surgical procedure, the ethicon echelon flex powered plus linear cutter did not fire correctly. It was clamped down on appendix would not cut would not fire, had to use manual release. No harm to pt, replaced with new instrument.